Manufacturer narrative:
Additional information: additional component removed listed. This investigation is not complete. Device event code is addressed in the package insert. No user facility information was supplied; therefore, no medwatch 3500a report can be requested. This is the same event as 1043534-2008-00251, 00357, 00358. This report will be updated when the investigation is complete.

Event description:
Allegedly loose pressfit femoral component was revised to a larger pressfit femoral component.